Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3389s-40, lot# v772097, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) stating that the once an adequate pocket was created , the intermediate leads were passed from the postauricular incision, down to the chest wall incision and connected to the battery, and the battery was placed in the pocket. Upon testing, 2 of the contacts were found to have poor recordings. The system was disconnected and reconnected multiple times , but this did not improve the contact. Next, investigation with x-ray was carried out to find out that the poor connection was on the right -sided lead/the right sided lead was not working properly and the decision was made to leave the connections signs as they were since multiple attempts at reconnection did not improve.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 04-feb-2016, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller said everything was removed due to infection. The patient was in the hospital quite a few times. The hcp started with the device on the left side and went to the right side, they thought their body just rejected the last device. It was reviewed when the events took place and caller thought issue started about 10 years ago, but most recent implant wasn¿t until 2013. Caller reiterated that the patient currently had nothing implanted. There were no further complications reported.